Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 17 dec 2019, a nurse reported that the patient had stoma site oozing the main gastroenterologist had a local gastroenterologist remove the tubing. The local gastroenterologist removed the j tube but was unable to remove the peg tube. On (B)(6) 2020, the patient visited the main gastroenterologist who diagnosed the patient with a buried bumper. At the time of report, it was reported that the patient will undergo surgery to remove the peg tube.